Event description:
As reported, during a laparoscopic tapp (transabdominal preperitoneal patch) procedure, the first fastener of optifix device was fired and fixated successfully. It was reported that from second fastener the device jammed and did not release any fasteners. It was also reported dry firing was done which resulted in same issue. The procedure was completed with another optifix device. There was no patient injury. During sample evaluation of returned device it was identified that the barrel insert had detached, missing.

Manufacturer narrative:
As reported, the optifix straight device did not fire fasteners and jam occurred. The subject device was returned for evaluation with barrel insert detached, not included in the return. Sample evaluation finds for bent guide wire and backup tabs. The bent components are known cause of failed to deploy fastener. The components are found to be bent from applied forces while in use. The barrel insert detached because of the bent guide wire pushing against the barrel insert during actuation forcing it free from the firing force. No manufacturing anomies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.